Event description:
A complaint was received regarding missing the glucose alarm alert while wearing the adc device. As a result, on (B)(6) 2022, the customer had a loss of consciousness and was provided glucagon by a family member and intravenous glucose by emergency services for a diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre sensors; no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.